Event description:
The manufacturer received information alleging visualization of particles, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury.   Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles and device was giving him cancer related to a CPAP device's sound abatement foam. The patient did not report to receive medical intervention. The reported event of device was giving him cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary.   Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section h6 health effect- clinical code has been corrected and type of investigation, investigation findings and investigation conclusions has been updated.